Event description:
The patient was implanted with a left ventricular assist device. It was reported by hospital personnel that the patient underwent a routine transplant and the lvad was explanted. The explanted lvad was returned to the manufacturer for evaluation and upon investigation, a deposition was found in the outlet stator. The patient was asymptomatic.

Manufacturer narrative:
The explanted device was returned to the manufacturer for analysis and upon investigation, a deposition was found in the outlet stator. A supplemental report will be submitted when the device analysis is completed. No further info is available at this time.